Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated. A high bacterial count was reported ( >100cfu/100ml). There was no patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Through follow-up communication, livanova learned that the type of bacterium was not specified by the customer. No h2o2 daily check is performed since water is drained out after regular disinfection. The water quality hpc and ntm monitoring is performed monthly. A pall-aquasafe water filter with an 0.2 m membrane is used for tap water and replaced once a month. The sink water was not tested and reportedly, the machine had not been used in any cases since installation. Machine service history review revealed one further contamination event notified since unit installation in 2016. The most probable source of contamination remained unknown and is likely related to location where device is used.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the type of bacterium was not specified by the customer. Bacterial positive results are related to post-disinfection water samples. Reportedly, the device is cleaned and disinfected regularly per the instruction for use and it is stored drained: no h2o2 daily check is performed since water is drained out after regular disinfection. The water quality hpc and ntm monitoring is performed on a monthly basis. A pall-aquasafe water filter with an 0.2 m membrane is used for tap water and replaced once a month. The sink water was not tested and reportedly, the machine had not been used in any cases since installation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.